Event description:
Resident fell to the floor during transfer to the wheelchair from the lift. The lift tipped over during transfer when attempting to manipulate resident's body into chair. Lift became off balance. Resident hit head, neck and back on floor. Found to have 1cm deep, 1 1/2 inch long laceration to right ring finger, which was pulsating with profuse bleeding. First aid given and transported to hosp ER. Bleeding stopped prior to transfer. Resident observed to be alert, smiling and laughing.